Event description:
It was reported that the patient underwent a tlif st l4-5 using rhbmp-2/acs. The patient reported radiculitis a few months post-op. MRI performed at time showed what appeared to be an encapsulated fluid collection extending from the anulotomy of the tlif. The patient was initially treated conservatively. Several months later, a CT scan was taken and confirmed that heterotopic bone was extending into the foramina. Through a minimally invasive approach, the surgeon removed the posterior hardware and performed a foraminotomy. During the procedure, the surgeon was able to visualize the fusion site, and noted that the fusion was solid and bone was growing around the interbody device. The patient is currently on unrestricted activity and is doing well.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.